Manufacturer narrative:
(B)(4).

Event description:
It was reported the vns generator had been programmed off as it was noted when the device was on at high settings, the patient's seizures actually got worse. Product analysis was completed for the returned lead and no anomalies were noted that would contribute to the reported event. Vns generator analysis is expected but has not been completed to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Product analysis for the returned generator was completed. During analysis, the device output signal was monitored for more than 24 hours while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. Additionally, an automated electrical evaluation showed the pulse generator performed according to functional specifications. Additionally, it was originally reported the generator was at end of service; however, the end of service condition was not duplicated in the product analysis lab as the generator battery showed an ifi (intensified follow-up indicator) = yes condition. The programming history database was reviewed and showed the device was programmed off on (B)(6) 2013; however, the magnet mode was only programmed from 2ma down to 1ma and left on. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Describe event or problem; corrected data: it was also reported there was no change in seizure frequency with vns at high settings from baseline. The increase in seizures was reported to be due to post tumor resection. This information was inadvertently left off of supplemental #01 MFR. Report.

Event description:
Further explanation by the physician's office showed that the device was not explanted due to end of service, but due to the affect the implanted vns has on the patient's ability to have an MRI. It was also reported there was no change in seizure frequency with vns at high settings from baseline. The increase in seizures was reported to be due to post tumor resection. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, brand name, model#, serial #, lot#, exp date; corrected data: these information was inadvertently incorrectly reported on the initial MFR. Report.

Event description:
It was reported during product analysis that abraded opening were observed on the inner tubing and outer tubing. The observed abrasions did not contribute to the reported event.